Manufacturer narrative:
The pump was received and compromised force system sensor alarmed during prime test and motor error alarm during basic occlusion test due to moisture damage. Pump passed idle current test, run current test, displacement test and rewind test. Unable to perform self test, off no power test, restart error test, occlusion test, excessive no delivery test or verify failed battery test alarm, battery out limit due to system sensor alarm. No moisture damage on electronics noted. Pump had moisture damage on motor noted. Pump received with cracked display window, cracked case at display windowcorners, cracked reservoir tube lip, broken reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call that the insulin pump has fluid underneath the lcd display screen. Customer's blood glucose was 339 mg/dl at the time of incident. Troubleshooting found that the pump is cracked at the top of the reservoir housing and goes down the side. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis.